Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Tandem technical support guided the customer through priming the air bubbles out. Customer's blood glucose was 253 mg/dl.